Manufacturer narrative:
Device manufactured february 17, 2016 ¿ february 19, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor was leaking from the winged luer cap while in storage. There was no patient involvement. No additional information is available.